Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm. They did not press the button down for 3 minutes or longer. The device was not exposed to a change in altitude. The customer¿s blood glucose during the incident was 135 mg/dl. The customer also reported that they had a couple of incidents where the device had lost information. The batteries were not lasting more than a week. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm, low battery alarm or power loss alarm noted during testing. All the buttons functioned properly and no moisture damage on keypad traces noted.